Event description:
The following was reported to hamilton medical ag: checked the ventilator and found, system is not functioning ,problem is battery fully discharge & power supply not coming, problem is power supply . No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information. Updated fields: b4, d1, d4, g6, h2, h4, h11.

Event description:
The following was reported to hamilton medical ag: checked the ventilator and found, system is not functioning ,problem is battery fully discharge & power supply not coming, problem is power supply. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).